Manufacturer narrative:
The engineering and technical investigation conducted by global technical support based on evaluation of the logs downloaded from the instrument found a small reduction in the wax line heater temperature at 16:45pm on (B)(4) 2013, which occurred during execution of the quick clean run started in retort a at 16:14pm on (B)(4) 2013. This finding indicates a small leak in the retort wax valve. This small leak would allow reagents in the retort to contaminate the wax line resulting in the contamination of waxes used in a subsequent processing runs (s) and ultimately resulting in the sub-optimal tissue processing reported. Investigation of this complaint found that the instrument was out of specification in a manner that caused the sub-optimal tissue processing reported by the complainant from the "small" protocol started in retort a at 21:52pm on (B)(4) 2013, when executing the preceding quick clean protocol started in retort a at 16:14pm on (B)(4) 2013. The root cause for the sub-optimal tissue processing reported was a small retort wax valve leak.

Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing. The affected tissue samples were described by the complainant as over-processed. On (B)(6) 2013, leica biosystems received information that all tissue samples exhibiting sub-optimal processing were diagnosable.